Event description:
Philips received a complaint on the mrx device indicating that it cannot charge, intermittent problem. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was a malfunction of the wall socket (power outlet) which was replaced by the hospital staff. No problem with the device detected. The device remains at the customer site and no further evaluation is warranted at this time.